Manufacturer narrative:
Per the clinic, surgery to place the magnet back into proper has been completed on (B)(6) 2013. This report is filed december 11, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced redness and swelling around the implant side due to dislodgement of the internal magnet. Surgery to replace the magnet is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.